Event description:
The patient reported that he experienced some problems with the v-go. Patient stated that he had 4 devices that had fallen off. Patient confirmed that he cleans the area with an alcohol swab and lets it dry. Patient states that he applies the v-go on the front of his arm, near his shoulder. Advised patient that valeritas recommends the v-go to be placed on the back of the arm, avoiding muscle and bone. He states that two fell off while he was sleeping and 2 fell off while he was sweating at a softball game. Patient does not have the devices available for collection.